Event description:
It was reported that: "the calcar planer was frozen and would not turn. When power was applied the broach loosened. The surgeon went to a larger size and used a shorter neck. The tech that applied the power had his wrist jerked by reamer."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.